Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(6). Patient or user involvement: nopatient or user harm: no. Tech called in for help on error code 120.4610 on 8015bd unit, which has to do with the power supply processor on unit, the processor charge is current is too low for the present charge level setting. Will need to replace the main battery if error come back up after replace main battery next to replace is the power supply board. Confirm both correct part numbers for both parts. Tech will call back once order mgr. Confirm they open at 8:am cst, to check if parts cover under their account. Thank me for my assist. Ref: (B)(4).